Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to separate needle from catheter. The last two full arrests we needed to use the large 45mm io needles. Upon placement and when attempting to unscrew the needle it is as if the plastic housing did not get pre-separated at the factory and the needle would not unscrew. In the first incident a gerber tool was used to separate the device. Today a paramedic was attempting to salvage the io and the plastic housing broke.